Event description:
Technical services received a call on (B)(6) 2012 from sales rep. The lead was implanted on (B)(6) 2006 remains implanted. Rep working with dr. (B)(6) and wanted more information on the red alert for high right ventricular pacing lead impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).